Manufacturer narrative:
The device was not returned for evaluation, however, the customer¿s complaint has been confirmed through a radiograph. The radiograph shows the implant with a piece of screw inside. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. There is no indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. (B)(4)

Event description:
The dentist reported that this abutment screw fractured in the implant. A fragment of the screw still remains in the implant and the other fragment was discarded by the dentist.

Manufacturer narrative:
This device was not returned to the manufacturer.